Event description:
A pt reported they were seen in ER with symptoms of frequent urination and thirsty. Their meter allegedly had no power. There was no result on their meter. Treatment was unk. No further info has been reported.